Event description:
Following a modified radical mastectomy, the patient encountered several seroma's in the area of the mastectomy which were treated and drained by her provider in the clinic. The decision was made to place a seroma catheter with a suction bulb for continual drainage. The catheter ultimately sheered of from the hub and remained in the patient skin and required surgical removal.